Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient developed intraventricular bleeding, hematoma, in the left ventricle. Following the placement of the leads a CT scan, computerized tomography scan, was performed to confirm the placement of the leads at which time it was noted that cerebral hemorrhage occurred. The procedure was aborted and external ventricle drainage was performed. The patient was transferred to the ICU, intensive care unit, and placed on a ventilator. No other information has been obtained despite good faith efforts.